Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("protruding coil") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain") and dyspareunia ("pain with intercourse") and was found to have uterine leiomyoma ("uterus with multiple large fibroids/ symptomatic fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered back pain, dyspareunia, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("protruding coil") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain") and dyspareunia ("pain with intercourse") and was found to have uterine leiomyoma ("uterus with multiple large fibroids/ symptomatic fibroids"). The patient was treated with surgery (essure removal). The reporter considered back pain, dyspareunia, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Protruding coil [fallopian tube perforation] partially embedded in uterine wall surrounding endometrial cavity is a metallic device with coil-like structure and a plastic ring [embedded device] pelvic pain [pelvic pain female] back pain [back pain] pain with intercourse [painful intercourse] uterus with multiple large fibroids/ symptomatic fibroids/ leiomyomata [uterine fibroids]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("protruding coil") and embedded device ("partially embedded in uterine wall surrounding endometrial cavity is a metallic device with coil-like structure and a plastic ring") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of leg discomfort (leg swelling discomfort). As concurrent condition the report mentioned unilateral leg swelling (leg swelling discomfort). On (B)(6)2013, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain") and dyspareunia ("pain with intercourse") and was found to have uterine leiomyoma ("uterus with multiple large fibroids/ symptomatic fibroids/ leiomyomata"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered back pain, dyspareunia, embedded device, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: she reports since placement of essure, she developed symptoms. There is no mention of identified uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: specimen source: uterus and bilateral fallopian tubes. Diagnosis: uterus and bilateral fallopian tubes- late proliferative /early secretory endometrium. Leiomyomata. Unremarkable of fallopian tubes gross description: on gross inspection, partially embedded in uterine wall surrounding endometrial cavity is a metallic device with coil-like structure and a plastic ring. Coil and plastic ring were found separately in the container. Metallic device measures 4.4 x 0.3 x 0.3 cm, coil-like structure measures 2 x 0.3 x 0.3 cm, and plastic ring measures 0.5 x 0.5 x 0.3 cm. Metallic structures and plastic ring are kept apart. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Event device embedded added. Surgical pathology report added. Medical history added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.